Manufacturer narrative:
(B)(4).

Event description:
A report was received indicating that a patient experienced a laryngeal spasm during generator replacement surgery. It was reported that the laryngeal spasm occurred after the new generator was implanted and minutes after two successful system diagnostic tests, heartbeat detection testing, and parameter programming were performed. The two system diagnostic tests indicated a measured lead impedance of 3,456 ohms and 2,758 ohms. Normal mode output current had been programmed on but was at a level lower than the previous device setting, 2.75ma vs. 3.0ma. The operating room anesthesia staff treated the condition for approximately 10 minutes and the spasm subsided. Although it was not known if the spasm was related to vns or not the normal mode output current was lowered to 1.0ma as a precaution. The patient was observed in the recovery room and was doing fine with no complaints. It was reported that pre-operative diagnostics with the former device were normal with normal lead impedance observed (2,130 ohms) and eos = yes. It was reported that the prior device had not been working for the past 3-4 months due to a normal end of service battery condition. Follow up indicated that the device had been turned on and had delivered several stimulation cycles prior to the onset of the spasms. Based on this the surgeon believes it is difficult to determine what, if any, effect vns stimulation had on the spasm. No further spasms have been reported.